Event description:
It was reported that a vns patient was deceased. No additional relevant information has been received to-date.

Event description:
Follow-up to the funeral home where services were performed revealed that the device was likely buried with the patient, and is unable to be returned for analysis. The patient was reported to have passed away under hospice care. Follow-up with the hospice facility revealed that there are no longer medical records available for this patient.